Event description:
It was reported to resmed that an astral device displayed a red alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. The evaluation determined that there was no fault found with the returned device. The device was performing to specifications. The main circuit board was replaced as a precaution. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red alarm. There was no patient harm or serious injury reported as a result of this incident.